Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a patient with an implantable neurostimulator that following a device changeout, the patient was "having problems finding" the device and stated they "were in to the doctor a month or so ago and [the doctor] had a hard time finding the implantable neurostimulator (ins)". The patient mentioned that at the time of the device changeout, the clinician "put a mesh bag in to cover and hold the battery" and stated an x-ray was performed where the device was able to be observed, but the clinician still "cannot find [the ins]". The antibacterial absorbable envelope remains implanted. No patient complications have been reported as a result of this event.